Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
No device allegation was reported. The balloon component was visually inspected, and microscopically examined. There was a large, tear/ separation in the balloon sphere at the adapter-junction that is consistent with material fatigue and wear (see attached image). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the identified damage. Product analysis confirmed a malfunction in the balloon component.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.